Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) no complaint received with the return of device. Failure (event) observed during analysis. Analysis found insulation abrasion at 21.2cm from the connector pin. Etfe cables were exposed, but not abraded in this area. The abrasion is consistent with friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.